Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin leaked from the t:lock connection. Customer's blood glucose (bg) was 258 mg/dl. Reportedly, customer changed cartridge and was able to resume insulin delivery.